Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On an unreported date, the patient experienced an unspecified infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with automated peritoneal dialysis therapy and a leak from the tubing of the transfer set. The cause of the unspecified infection was not reported, but it was noted that there was a leak on the patient side of the transfer set. On unreported date(s), the patient was treated with unspecified medication (route, medication, dosage, frequency, and duration not reported) for the unspecified infection. At the time of this report, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the unspecified infection. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the previously reported leaking product was a non baxter healthcare product. The baxter healthcare disposable product is no longer suspect for this reported event. Should additional relevant information become available, a supplemental report will be submitted.